Event description:
It was reported that the patients stimulation had changed after a trial procedure due to a fractured lead. The patient went to an urgent care and the trial leads were removed successfully. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2316-50e (sn:(B)(6) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The probable cause selected is no problem detected. Sc-2316-50e (sn:(B)(6) the returned lead was analyzed and visual inspection revealed that the lead was cleanly cut. The clean-cut damage was a result of a typical explant procedure and it was not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The probable cause selected is cause not established due to incomplete or cut returned lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7114865.

Event description:
It was reported that the patients stimulation had changed after a trial procedure due to a fractured lead. The patient went to an urgent care and the trial leads were removed successfully. The patient was doing well post-operatively.